Event description:
Three separate tx1 handpieces would not prime.

Manufacturer narrative:
Unit received. Refer to service record - tx1 system console evaluation number tx00024, units functions within all specifications. Customer stated priming issues. Recommend replace valve spacer per CAPA #(B)(4).